Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms and speed changes between late october and early november. Log files were submitted for review and there were no unusual events recorded in the log file event history, however, log files only dated as far back as (B)(6) 2023.

Manufacturer narrative:
Related MFR numbers #2916596-2023-00450 and #2916596-2019-00591. Manufacturer¿s investigation conclusion: the reported decreases in pump speed could not be confirmed through review of the submitted log file. According to the account, these events were related to suspected driveline damage. Evaluation of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flows were due to hypertension and the patient's blood pressure was slightly elevated but without symptoms. The speed changes were due to voltage drops caused by damaged driveline. The alarms resolve occasionally depending on patient's position. The patient was deemed high risk for a pump exchange.